Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in-clinic with symptoms of syncope. Interrogation of the device revealed oversensing of noise on the right ventricular channel causing loss of pacing. The lead was capped and replaced successfully on (B)(6)2019. The patient was stable after the procedure.